Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the balloon and wire was inserted prior to clamping the vessel. After identifying the unclamped vessel, the physician placed a clamp and continued with the procedure. After the procedure, the patient experienced a stroke and was unable to move the contralateral side. Computed tomography angiography (cta) showed a patent stent. The etiology of the stroke is unknown. No further information is available. At this time, there is no evidence of a silk road device failure, however, given the report that the user may have crossed the lesion without embolic protection yet in place, the event will be reported out of an abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.